Manufacturer narrative:
The product was not returned for analysis. No remarks related to this complaint were reported in the batch records filling, assembly and blistering. The expel force of the syringes is within the acceptable specification, but showed an increase at the end of the syringe. To prevent similar complaints gliding force was reduced by the supplier. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "resistance in the syringe has been increased" (physical resistance). A user facility reported resistance in the syringe had increased and a lot of pressure was needed to get the viscoelastic out of the syringe. The problem exists in 5% of the syringes. Add'l info has been requested.